Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: a review of the black box indicates the time and date had reset to factory default settings after reboots. The keypad buttons were tested and no hypersensitivity was observed. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Investigation also revealed moisture inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reported incident was originally reported on MDR # 2531779-2012-02177, which was submitted on (B)(6) 2012. The pump has been returned and investigated. The original complaint is not accessible for reporting the investigation results, so the investigation results are being reported here. This report serves as follow-up #1 to original MDR # 2531779-2012-02177.